Event description:
It was reported that during a da vinci-assisted surgical inguinal hernia-unilateral procedure, the prograsp forceps instrument had one of the pins at the jaw came loose and was protruded. This prevented the instrument from being removed through the cannula. The entire cannula was removed with the instrument to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint ; however, device evaluation remains ongoing. A supplemental report will be submitted once failure analysis has been completed or additional information has been received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. A review of the instrument log for the prograsp forceps instrument (part# 471093-11/lot# k12211130-0471) associated with this event has been performed. Per logs, the instrument was last used on 18-may-2022 on system rsk8063. The alleged event occurred on the 11th use of the instrument. This complaint is considered a reportable event due to the following conclusion: it was alleged the prograsp forceps instrument could not be removed from the cannula due to a loose/protruding pin. The loose pin could indicate that a pin was insufficiently swaged. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the instrument was found with the distal pin dislodged from one of the grips. The pin remained intact to the other grip and there were no issues installing and removing an 8mm cannula from the instrument. The instrument was tested multiple times with no issues. Fa concluded the root cause of this failure was attributed to manufacturing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2 and h10. D03 - advanced failure analysis (afa) completed an additional assessment of the prograsp forceps and the following was verified: the initial findings were confirmed as the grips pin was found to be dislodged. However, upon closer observation of the pin, it was found that the pin was improperly swaged which resulted in the pin being dislodged from its normal position. Afa confirmed that this was attributed to a manufacturing issue.

Event description:
Refer to h10/h11 for follow-up information.